Event description:
On (B)(6) 2014, the patient underwent treatment of an abdominal aortic aneurysm with gore® excluder® aaa endoprostheses. The patient¿s right external iliac artery (reia) was reported to be calcified and outside of IFU for an 18 fr sheath in some areas (measurements unknown). It was reported that during the procedure, there was some difficulty advancing and withdrawing a gore® dryseal sheath in the reia. However, three gore® excluder® aaa endoprostheses were reportedly implanted with no issue, and final angiography showed exclusion of the aneurysm with no damage to the reia. It was reported that while the patient was in recovery the same day, a large hematoma on the right side was identified. The patient was brought back to the operating room, where it was reportedly determined the reia had ruptured during removal of the sheath. It was reported a small tear occurred during the procedure, but when the patient went to recovery, she was jostled which reportedly caused the tear in the reia to enlarge. A gore® viabahn® endoprosthesis was implanted in the reia to cover the tear. Angiography also reportedly showed bleeding near the ipsilateral limb of the rmt in the distal right common iliac artery (rcia). It was reported the rcia measured 8-10 mm, and the device was oversized for the rcia. There was also some reported difficulty advancing the sheath through the rcia in addition to the reia. It was reported it was unknown if there was an endoleak or if the rcia also ruptured, so the physician elected to extend the ipsilateral limb of the rmt distally with an iliac extender component to the origin of the right hypogastric artery. Final angiography showed exclusion of the aneurysm and rupture, and the patient tolerated the procedure.

Manufacturer narrative:
Patient medications include: spiriva, aspirin, citalopram, furosemide, lisinopril, metoprolol, nitroglycerin, omeprazole, oxycodone, rosuvastatin, sevelamer carbonate, tizanidine, and trazodone. A review of the manufacturing paperwork could not be performed as the lot number was not available.